Event description:
It was reported that froze on wire occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. During balloon deflation, the balloon catheter got stuck with a non-boston scientific guidewire. The guide wire and the balloon catheter were removed together from the body. The device was replaced, and the procedure was completed with a different device. No patient complications nor injuries were reported.